Event description:
It was reported the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes experienced underfill or low draw of a tube with blood during use. This event occurred 2200 times. The following information was provided by the initial reporter: the customer stated "when using li-hep tubes. The tubes are underfilling".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/1/2020. H.6. Investigation: bd received 20 samples from the customer for investigation. The 20 samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes experienced underfill or low draw of a tube with blood during use. This event occurred 2200 times. The following information was provided by the initial reporter: the customer stated "when using li-hep tubes. The tubes are underfilling."